Manufacturer narrative:
The device has been received for investigation. Investigation is pending.

Event description:
The event involved a plum 360¿ infuser pump where it was reported that the device continued to infuse on a patient after the bag was empty. The customer stated the issue is not related to physical damaged or abused. There was patient involvement, no adverse event or human harm and no delay in therapy.

Manufacturer narrative:
Customer¿s complaint was not confirmed. Tested device by running protocol with basic set up. Device passed protocol. Device passed accuracy delivery test. Device passed proximal air in line, distal air in line. Review of device alarm log history found similar events present. Probable cause is no problem found.